Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old caucasian female patient underwent a breast surgery with a 425cc mentor memorygel breast implant. Post-operatively, the patient experienced a fall. A healthcare professional suspected that firmness of the right breast indicated possible capsular contracture of an unknown baker grade. Additionally, the patient was diagnosed with a ruptured right implant. As a result, the patient underwent removal and replacement with unspecified non-mentor breast implants on (B)(6) 2022.

Manufacturer narrative:
On october 03, 2022, mentor received additional information. The patient was implanted with the device during a primary breast augmentation. Mentor became aware that the complaint device was discarded upon explantation. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. H6. Type of investigation has been populated with b18 device discarded. Manufacturer's reference number: (B)(4).